Event description:
Consumer stated that on several occasions while using accusure insulin syringes, the needle became detached from the syringe. She stated that she looked for the needle on the floor, but never found the needle. She thinks the needle has remained in her stomach and is concerned that it could cause internal damage to her.